Event description:
It was reported that the patient had presented to the clinic after receiving inappropriate atp therapy for supraventricular tachycardia (svt). The physician plans to treat the patient for svt and continues to use the device. The patient will continue to be monitored.